Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a history/settings (history/settings issue) issue. It was reported that the user¿s blood glucose (bg) readings were above 250 mg/dl; however, the readings did not exceed 500 mg/dl. There were no reported symptoms associated with hyperglycemia, nor was there a report of positive ketones. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 24-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 01/04/2018 with the following findings: review of the black box data revealed multiple cs144 replace cartridge alarms. On examination, the returned battery cap and was intact and able to secure properly to the pump. On investigation, the pump powered on and ¿ez-prime¿ steps were performed correctly. No errors, alarms or warnings occurred during the investigation. A cs 144 replace cartridge alarm was simulated during investigation and the pump emitted the appropriate audible and vibratory alerts. Investigation revealed the pump performed within specification and without malfunction. Investigation did not duplicate the ¿absence of audible alert¿ complaint. There was no damage, defect or contamination of the pump¿s interior components.